Event description:
It was reported that the patient presented to the clinic for a follow up. The pulse generator exhibited backup operation. The patient had been exposed to electrocautery the week before. After a software download, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.